Event description:
A patient's device was explanted after reportedly showing signs of premature battery depletion. The device history records were reviewed and confirmed that the device had been manufactured using a process that may have contributed to the premature battery depletion. The explanted generator was returned to the manufacturer for analysis, but analysis has not been approved to date. No additional relevant information has been received to date.

Event description:
Programming history was compiled and reviewed for the patient's device. The battery voltage at a clinic visit one year prior to explant indicated that the device was displaying the 25% battery life remaining indicator; however, less than 20% of the battery had been consumed. The battery voltage continued to drop over the time of implant, and the generator displayed the intensified follow-up and near end of service indicators although the battery had not yet reached a low battery status. The patient's battery voltage on the date of explant suggested that the device reached end of service and was no longer providing stimulation, indicating zero battery capacity remaining; however, less than 50% of the patient's battery capacity had been consumed. These markers indicated that the battery voltage was dropping faster than typical. There was no evidence that the device had come into contact with an electrocautery device on the date of implant. Analysis was approved for the explanted generator. The data was downloaded from the generator and reviewed. The data revealed that the device had reached end-of-service and had become pulse disabled although only 48% of the battery capacity had been consumed. A visual examination of the internal circuitry identified the presence of contaminates on the trimmed edge of the circuit board. No other visual anomalies were identified. The generator was interrogated and system diagnostics were attempted but could not be performed due to the end-of-service condition of the generator. The circuit board underwent electrical testing and failed several tests. The contaminates were removed from the trimmed edge of the circuit board and the circuitry was tested again, and the device was shown to be functioning properly. Based on the electrical testing results, the contaminants on the edge of the circuit board led to the supply current drain. The increased current consumption for both standby and pulsing modes of operation caused premature depletion of the battery. No additional relevant information has been provided to date.